Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: received one vtc/8.3 flexima regular catheter device together with flexible stiffening cannula, metal cannula and original opened pouch/ product label. The packaging card was not returned with the device but the dfu remained attached to the pouch. No residue was present on the catheter indicating the device was not used. From a visual evaluation, it was found that white material was stuck to coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered design. (B)(4).

Event description:
It was reported that during the preparation for an unspecified procedure, an irregular white color was noted on the distal tip of the flexima catheter. The procedure was completed with another of the same device. No patient complications were reported. No patient was involved.

Event description:
It was reported that during the preparation for an unspecified procedure, an irregular white color was noted on the distal tip of the flexima catheter. The procedure was completed with another of the same device. No patient complications were reported. No patient was involved.